Manufacturer narrative:
Corrections were made in section h and b. H - correct from minor injury to serious injury. B - correct relevant test/lab data (rfb) from not applicable to required.

Event description:
It was reported that the patient had blisters and bleeding on her throat. There was a serious injury reported. This report is being filed as a correction to 3602114.